Manufacturer narrative:
The device has been returned and awaiting eval. Based on the available info, there is a potential for risk due to possible fluid ingress with electrical damage. F/u report to be sent when device eval has been completed. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description of "fluid spill - no info on spill. Check saline bag/check rbc line/centrifuge error also produced." No pt/operator injury associated.